Manufacturer narrative:
(B)(4).

Event description:
The asymptomatic patient presented for routine follow-up. Upon interrogation, the message that the device had reached elective replacement indicator appeared. The clinician feels it to be a false eri trip. She cleared the eri alert today and the programmer displays 0.5-0.75 years estimated remaining longevity. The device was explanted and replaced. No additional information was available.